Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed squirting out from a crack on the blood chamber and the estimated blood loss was less than 100cc's. Pt had no adverse effects and required no medical intervention. The sample was not available for investigation.